Event description:
The lead was returned to the manufacturer with no reason for explant. The lead was analyzed and tested out of specification. Follow up unable to be performed due to lack of specific identifying information about patient, hospital, doctor or lead serial number. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Evaluation summary: the distal segment of the lead was returned, analyzed and the distal conductor was fractured. It was noted that the defibrillation coil was distorted, there was blood/body fluid on all conductors (not obstructed), the outer tubing overlay had cosmetic environmental stress cracking, the outer insulation was breached cut, the helix was distorted/bent and there was blood in/on the helix mechanism.